Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/07/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The date of issue is an approximation. The reaction was located under and around the adhesive on the patient's upper right side of the abdomen. The reaction was described as itchy the same day of insertion and then started to itch more and more every day. The patient stated that she wore the sensor pod for the entire seven days, until (B)(6) 2016 and upon removal of the sensor pod she noticed the site was infected and bleeding. The patient also stated that it left a scar on her stomach the size of a nickel. No medical advice or intervention was sought out for this event. At time of contact the patient's condition was that her skin was fine, however the reaction left a scar. No additional event or patient information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.